Event description:
Device errored on the machine code 002-membrane defective. Manufacturer response for minerva handpiece, sterile minerva disposable handpiece, per site reporter. Manufactures representative came in, and looked at the handpieces-took down information, will send replacements and said to discard the defective devices.